Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the outflow graft was prepped as usual using 25% albumin and then baked. Upon removal from the oven, it was noted that the graft was not sealed properly. The baking process was repeated for a longer period of time. The graft was then implanted and once in place, the entire length of the graft was observed to be "sweating" blood. A 20mm graft was stitched around the original graft and the patient was administered multiple units of blood products; however, no change in the observed "sweating" was noted. The bleeding eventually subsided after a second dose of calcium was given to the patient.